Manufacturer narrative:
(B)(4). Per the customer the sample was discarded. The device evaluation is expected, but not completed yet. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240/2367, this situation occurred during dwell 1. The home patient (hp) cycled power. The technical services representative (tsr) assisted the hp to end therapy and advised the use of new disposables. The tsr instructed the hp to notify the registered nurse (rn). No patient injury or medical intervention was reported. During a follow up, the care giver (cg) stated that the hp did not disconnect at anytime during therapy and the cg did not notice anything unusual with the set up. The cg stated they talked to the pd nurse about the alarm. The cg stated the hp resumed therapy the following day with manuals without any problems. No patient injury or medical intervention was reported.